Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information and the photo provided by the account, while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. Additionally, a cause for the reported difficult or delayed positioning associated with the clip interacting with the anatomy cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was prepared per the instructions for use (IFU) and inserted but became caught in chordae. The clip was able to be freed from the chordae without causing damage. However, after freeing the clip from the chordae, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. Upon removal, it was observed that one of the grippers lines had disconnected. Two clips were then deployed, reducing tr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure.